Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen at follow up due to increase in seizures and feeling like magnet swipes were not activating the device. When interrogating the device, they were receiving an error code 14. The np reported that the diagnostics showed that the generator was disabled. Np asked the patient if they had any recent surgeries and reported the patient had a breast reduction surgery previously, but device worked fine after and issues with device were only observed within the past month. Np noted when she viewed the magnet time stamps, there were no recent recordings. Device history records were reviewed for the generator. The generator all specifications prior to distribution. The generator was hp sterilized. It was later reported that patient had generator replacement surgery due to it being disabled. The suspect device has not been received into product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
H3 other text: 2.

Event description:
Suspect generator was received into product analysis. Analysis has not been completed to date.

Event description:
Product analysis the explanted generator was completed. An interrogation, a system diagnostic test, and a wandcomm diagnostics were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. The pulse generator was opened. The measured battery voltage confirmed a low battery condition. A comprehensive automated pcba electrical evaluation and a battery life calculation (as received parameters) were performed. Visual observations are most likely associated with manipulation of the device during the implant/explant procedures. Initial data download shows a bor reset occurred on day after patient had medical procedure. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant which may have been a contributing factor for the reboot.

Manufacturer narrative:
F10. Corrected impact code, supplemental #2 report: inadvertently left out additional f1001 coding for absence of treatment.